Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. When the device was powered on, all the alarms were triggered and failed to alarm. This problem was attributed to a faulty pcb. The problem source this problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the front case on the level 1 hotline low flow system (hl-90) failed to alarm. No patient injury or complications were reported in relation to this event.